Manufacturer narrative:
(B)(4).

Event description:
It was reported that "iabc damaged during emergent va ECMO insertion in operating room". The report further states "perfusion noted damage to iabc occurred during va ECMO cannula insertion. Iabc was removed and another 40cc fos was placed". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "iabc damaged during emergent va ECMO insertion in or". The report further states "perfusion noted damage to iabc occurred during va ECMO cannula insertion. Iabc was removed and another 40cc fos was placed". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "iabc damaged" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.